Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling a large volume infusor with solution, no flow was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from february 08, 2016 to february 10, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.